Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". Medical conditions: ethnicity- african american. Concurrent conditions included heavy periods and excessive menstruation. Concomitant products included medroxyprogesterone acetate (depo-provera) for hemorrhage (nos) as well as nsaids and paracetamol (acetaminophen). In (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced fatigue ("fatigue / fatigue"), heavy menstrual bleeding ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2008, the patient experienced pelvic pain ("severe pelvic pain / pain pelvic area") and alopecia ("alopecia"). On (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), infection ("infections"), dyspareunia ("dyspareunia"), headache ("headaches") and menstrual disorder ("menstruation issues"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pelvic pain, infection, alopecia, dyspareunia, fatigue, headache, menstrual disorder, heavy menstrual bleeding, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, depression, device dislocation, dyspareunia, fatigue, headache, heavy menstrual bleeding, infection, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: underwent treatment due to complications from the essure. Essure-caused injuries, as alleged in complaint. She is planning to remove essure, but not have money at this time. Discrepancy noted in essure insertion date: (B)(6) 2008 & (B)(6) 2007. Patient received treatment for : abnormal bleeding. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality-safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". Medical conditions: ethnicity- african american. Concurrent conditions included heavy periods and excessive menstruation. Concomitant products included medroxyprogesterone acetate (depo-provera) for hemorrhage (nos) as well as nsaids and paracetamol (acetaminophen). In (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced fatigue ("fatigue / fatigue"), heavy menstrual bleeding ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2008, the patient experienced pelvic pain ("severe pelvic pain / pain pelvic area") and alopecia ("alopecia"). On (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), infection ("infections"), dyspareunia ("dyspareunia"), headache ("headaches") and menstrual disorder ("menstruation issues"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pelvic pain, infection, alopecia, dyspareunia, fatigue, headache, menstrual disorder, heavy menstrual bleeding, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, depression, device dislocation, dyspareunia, fatigue, headache, heavy menstrual bleeding, infection, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: underwent treatment due to complications from the essure. Essure-caused injuries, as alleged in complaint. She is planning to remove essure, but not have money at this time. Discrepancy noted in essure insertion date: (B)(6) 2008 & (B)(6) 2007. Patient received treatment for : abnormal bleeding most recent follow-up information incorporated above includes: on 10-may-2021: fu 5&6 process together-no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received: reporter was added, no new clinically significant information were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.